Event description:
It was reported a device embolization occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx laa closure device was implanted after all the release criteria were met. During the post procedural echocardiogram, the closure device was noticed to have dislodged from the laa to the left atrium near the mitral valve. The closure device was successfully removed from the patient via surgery. No patient complications were reported.

Event description:
It was reported a device embolization occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx laa closure device was implanted after all the release criteria were met. During the post procedural echocardiogram, the closure device was noticed to have dislodged from the laa to the left atrium near the mitral valve. The closure device was successfully removed from the patient via surgery. No patient complications were reported. It was further reported that the laa was ligated during the surgical removal of the closure device. The patient was discharged from the hospital six days post procedure.